Event description:
The nurse manager reported that a couple of times, loose white fibers have gotten inside the eye during surgery. No pt harm was reported. No add'l info is expected.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is (B)(4) complaints reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and device history record (DHR) review not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. No add'l info is expected. (B)(4).